Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that sensor failure. The sensor was inserted into the abdomen on (B)(6) 2024. On 08/03/2024, the patient became aware of her sensor failing around 9:30am. The patient had already begun to display symptoms prior to the patient realizing her sensor had failed. No bg meter readings were taken during this event. The patient was wearing a tandem insulin pump. The patient stated she was ¿almost unconscious¿ when a friend administered a glucagon injection to her. The patient recovered at home after treatment; she also changed her sensor after she recovered. The patient was ¿feeling better¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.